Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. An investigation is pending at this time and will be performed per adc's established processes and procedures. A follow-up report will be submitted upon completion of all required investigation activities. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. 2 sensors were reported (serial numbers unknown) and they have been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: "a reporter called to submit a report about libre 3 glucose monitoring system's problem. They said their device reading is high always around lunch time for the past a month and half". Adc customer service attempted to contact the reporter 3 (three) times to gain additional details regarding this event, however all follow-up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.